Event description:
It was reported that the customer's battery in the insulin pump did not last long. The customer stated that this battery lasted five days. Advised customer to use a energizer alkaline battery. The customer mentioned that he had received a threshold suspend alarm when his blood glucose was 100 mg/dl. The customer also stated that his insulin pump was not alarming him if there was no insulin left. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.